Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification with no issues noted. Functional testing performed included leak testing, clear passage test, and clamp function test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that povidone was leaking from the twist clamp of the transfer set. This was found prior to connection to the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.